Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the buttons are hard to press and unresponsive. The customer's blood glucose at the time was 300mg/dl. Troubleshoot was declined because the customer was not feeling well. Customer was advised to call back at a time when they felt they could remain on the phone to troubleshoot and replace the device. No further assistance was needed.